Event description:
The account alleged that the bed exit alarm was not functioning. No pt impact.

Manufacturer narrative:
The technician could not duplicate the issue; the bed exit functioned as designed. The technician found the pt pendant stuck under the seat deck between the seat deck and weigh frame, user error. The technician repositioned the pendant in the left intermediate side rail to resolve the issue.